Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient came the emergency room after experiencing syncope. Upon interrogation it was noted that the right ventricular (rv) lead exhibited oversensing of noise leading to intermittent pacing inhibition. High out of range pacing impedance measurements of greater than 3500 ohms and high threshold measurements were also observed on the rv lead. An x-ray was taken which revealed a fracture in the subclavian area. The noise was able to be reproduced with isometrics. It was also noted that the patient was in atrial fibrillation (af). The patient was admitted and an ablation procedure was performed where cautery mode was turned on. A lead revision procedure was performed a few days later where the rv lead was tested on a pacing system analyzer (psa) and yielded the same high out of range impedance measurements. The physician opted to surgically abandon the rv lead and electively explant the implantable cardioverter defibrillator (ICD). A new device and lead were successfully implanted. No additional adverse patient effects were reported.